Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 16mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Heparin was administered during procedure. The patient's minimum activated clotting time (act) was 136 seconds, and the patient's maximum activated clotting time (act) was 289 seconds. On (B)(6) 2022, the patient complained of chest pain prior to discharge from the hospital. The hospitalization was prolonged due to this event. The patient's international normalized ration (inr) was 0.93. A transthoracic echocardiogram (tte) was performed. The medication imdur was administered. The patient was reported as stable and was later discharged.

Manufacturer narrative:
An event of chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code 1710 removed. H6 health effect - impact code: code 4607 removed. H6 medical device problem code: code 2993 removed.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 16mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2022, the patient had chest pain, heart racing, clammy, dizzy, nausea, and pre syncope. A transthoracic echocardiogram (tte) was performed. The patient was diagnosed with a moderate hiatal hernia, as the patient had a previous history of a nissen fundoplication. Patient was referred to the gastrointestinal department, and it was determined that the symptoms were not to be cardiac related. There is no allegation against the performance of the device.